Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the connector of the irrigation line came off during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
This is the second complaint for the finish goods lot; however, the first for this issue. The device history record review shows the order was built and released per specification. The returned used sample was visually inspected and it was found that the drain bag was easily detached from the cassette cover due to saturation. Surgical debris was found throughout the cassette, tubing¿s and the drain bag; the white luer was also found detached from the tubing. The tubing and white luer were both measured and met specifications. No damage was found on the tubing or the white luer. Solvent appeared to be applied correctly on the tubing. The root cause of the customer's complaint could not be established as the sample met specifications; however, potential root causes could be customer handling, reuse of a single use device or manufacturing related. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause could not be established. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).